Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace disposable insert involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a piece of the teflon pad measuring approximately 0.24" x 0.10" was not returned for evaluation. Review of the provided image from the customer showed a piece of teflon pad missing from the instrument tip.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace instrument teflon pad loosened during intraoperative use and fell inside the patient's body. The fallen piece was completely removed and no debris remained inside the patient. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the nurse: the instrument was inspected prior to use. No issue with the functionality of the instrument during the surgical procedure was observed. The surgeon verified the patient's abdominal cavity and all the fragments were retrieved. No post-operative tests like an x-ray or ultrasound was required. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The patient hasnt returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.